Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Evaluation of the complaint device reveals minor mechanical damage to the trunion and superficial damage to blasted surfaces of the implant. Version locking screw was not returned for evaluation. The condition of the device is consistent with one that has been explanted but no device failure was found. Based on the condition of the device and the event description, the revision surgery was likely necessitated by a failure of the subscapular muscle and / or poor bone quality and not from a failure of the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported the patient had to have a reverse shoulder. She could not lift her arm past her waist. The implant remained secured within the shoulder but her subscapular muscle had pulled away from the bone. The patient`s bone quality was very poor and the suture could not hold the muscle repair together.